Event description:
The device information is unknown. It was reported the patient stopped receiving effective stimulation. The event date is unknown. An impedance check revealed high impedances on multiple contacts. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the patient's lead was explanted and replaced on (B)(6) 2015. During the procedure, the doctor electively explanted and replaced the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.